Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued and was to be resumed after completing treatment of peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.